Manufacturer narrative:
Date sent: 03/09/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hip replacement procedure, the surgeon reported that when he was using the device, he noticed that the staples were fired with incorrect b-shape. Another device was used to complete the procedure. There were no adverse consequences for the patient.